Event description:
The customer reported that the 7900 displayed a camera error message. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on-site investigation, and could not duplicate the reported problem. The video cable, the camera power supply, and the frame grabber connector was tested. No further information is available.